Manufacturer narrative:
Corrected data: in review, it was noticed that the following fields should have also been selected on the follow up MDR report #2 which inadvertently they were not checked; therefore, this supplemental report is to correct that information: section h2: if follow-up, what type: correction section h10: additional narratives/data: corrected data all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) got screwed in the injector, the customer put the methyl and the lens came out broken, it came out separated, the body with a haptic connected and another haptic separated. Event occurred during implant/application. No other information was provided.

Manufacturer narrative:
Unknown/ not provided. Asku. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not explanted. Address: line 1: (B)(6). Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec. 4, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection, after lens cleaning, reveal a chip on the haptic and the other haptic was detached and missing. Dimensional inspection was performed on the remaining haptic and was found to be within specification. Visual inspection of the handpiece found the plunger rod partially advanced and with ovd residue throughout the cartridge. No further evaluation was performed and no issues that could cause or contribute to the complaint issue were observed. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The directions for use (dfu, tecnis synergy optiblue iol with tecnis simplicity delivery system, model dfr00v revision a) was reviewed. Per the complaint description, the lens was advanced then the ovd was inserted. Per the dfu, balance saline solution or the healon family of viscoelastic should be used for optimal performance. See dfr00v dfu.pdf for further information. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: upon further review it was noted that some information were missed in the initial report when it was submitted. Although there was no patient contact, patient was noted to be 64 yrs. Old, white, hispanic/latino. Eye affected was the right eye. There was no incision enlargement, vitrectomy, sutures done, no patient post-op injury. Back-up lens was used to complete the surgery. Fields below are updated. Section a2: age: 64 yrs. Old. Section a5: ethnicity and race: white and hispanic/latino. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.